Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Microscopic visual inspection identified no anomalies. Interrogation of the device revealed a battery status of < 3 months to explant time. Next, the device case was removed to facilitate analysis of the internal components. The battery was removed and replaced with an external power source. A high current drain was identified. A component was removed for photo emissions testing and when it was replaced, the high current draw ceased. The device was monitored for one week and the high current drain did not recur and the device functioned normally. Detailed testing was not abe to identify a root cause for the high current drain and subsequent premature battery depletion.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) displayed a battery status of elective replacement indicator (eri) approximately two years after implant. It was suspected that the device experienced premature battery depletion. The patient was seen for a device replacement procedure where the device was explanted and replaced. There were no adverse patient effects reported. The device has been returned for analysis.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.